Manufacturer narrative:
Product evaluation no further information was able to be obtained regarding the system from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. No consumable lot number was identified for the phacoemulsification tip with this complaint. No items were returned for evaluation. Therefore, with no additional, related information provided, the customers reported event was not able to be confirmed. A used consumable pak was visually inspected. Surgical residue was observed in the fluid path of the manifolds. Crack was observed on the a port of the yellow stopcock, which was connected to the green barb of the auto stopcock. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The nifs cavity dot, on the left bottom corner during the elastomer overlay process, was recorded to be ¿3 dots.¿ the led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displaced on the screen when the radio frequency identification (rfid) was connected to the console. The consumable pak sample was tested using the console. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. The left and right measured crystal signal strength for the sample was 68%. No air leak was detected from the infusion air line during priming process. The infusion, irrigation, and aspiration pressure rate was within specification. The value of 7500 cpm cut rate, 650mmhg wetant, 650mmhg extrusion, and, 650mmhg vacuum, 650mmhg continuous reflux, and 120mmhg proportional reflux displayed on the progress bar. Fluid was able to flow from the bss bottle to the drain bag. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No fluid flowed to the air-line of the administration line. No bubble was observed in various settings in all vitrectomy sub-modes. No message code appeared on the screen. No bubble was detected in the nifs fluid path. No leakage was found from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing a sudden absence of phacoemulsification power during a combined cataract/vitrectomy procedure. The case was completed with an alternate unit and another vitrectomy pak.